Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding a broken lead. It was reported the patient did not have therapy anymore and that all impedances were above 10,000 ohms and the physician decided to replace the lead on (B)(6) 2016. During the intervention, it was necessary to cut the lead for an easy removal. The broken lead was removed a new one was placed. The lead was "normally externally intact". The issue was resolved.

Manufacturer narrative:
Device evaluation: analysis of the lead found all conductors were broken 18.3 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.